Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump did not emit empty cartridge alarms twice in one week. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/23/2014 with the following findings: during testing, the pump powered on to the ¿verify¿ screen with audio tones and vibrations functional. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump settings showed that the alarm feature was set to high. A replace cartridge alarm was reproduced for the investigation; the pump emitted the appropriate sound and displayed the correct message on the display. The alarm was accurately recorded in the alarm history. The complaint that the pump was not emitting empty cartridge alarms appropriately was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.